Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient was revised for an asr cup. Legal medical records received on jun 15, 2017. After review of the medical records for the MDR reportability, it was stated in the revision notes that there was altr in the left hip with large cloudy yellow effusion present. It also stated there was metallic wear debris of 1.5cm protruding at the posterior aspect of the joint. There was somewhat limited bone ingrowth present on the acetabular component. No evidence of loosening seen. Examination notes reported increasing cobalt-chromium ions, pain and discomfort. There were no laboratory results for metal ions. This complaint was updated on jun 20, 2017.